Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece running on its own.

Event description:
It was reported that the micro sagittal sw ran without user activation during a procedure. A back-up was used to complete the procedure successfully, without injury or adverse consequence for the pt or user.